Event description:
"It was reported through the filing of a lawsuit that allegedly on (B)(6) 2010 a c6-7 anterior cervical diskectomy and fusion (acdf) surgery was perfomed. It is further alleged that after the surgery the patient began experiencing extreme pain. A CT scan of (B)(6) 2011 allegedly revealed "hardware failure and kyphotic deformity" which was revised on (B)(6) 2011."

Manufacturer narrative:
The device was not returned for inspection. An investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Further investigation cannot be performed. No product return.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation. Device not returned to stryker.

Event description:
"It was reported through the filing of a lawsuit that allegedly on december 22, 2010 a c6-7 anterior cervical diskectomy and fusion (acdf) surgery was performed. It is further alleged that after the surgery the patient began experiencing extreme pain. A CT scan of (B)(6) 2011 allegedly revealed "hardware failure and kyphotic deformity" which was revised on (B)(6) 2011."